Manufacturer narrative:
The fse will be implementing the fco at the customer site. (B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the surveillance rebooted when attempting to admit or discharge a patient. There was no patient incident.